Event description:
On december 7, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the call between the patient and customer care advocate (cca) to obtain/verify information. The patient's doctor had discontinued the patient's diabetic oral medication regimen an unknown time ago after she had lost over 80 lbs of weight. The patient was taking "glucovance" and "glucophage." However, since the patient started getting high results on the reported meter, she decided on her own to take the oral medications to try and lower her blood glucose levels. On december 6, 2006, the patient obtained meter results greater than 200 mg/dl, which she did not expect to get. The patient stated that she had never gotten readings over 200 mg/dl before. Due to the high results, the patient took an unspecified dose of "glucovance." Later that same day, the patient developed symptoms of feeling shaky, sweaty, and weak. At that point, she tested her blood glucose and got a result of "179 mg/dl" that she felt was too high. She drank orange juice which relieved her symptoms. On december 7, 2006, the patient tested herself again in the morning and got another result over 200 mg/dl. Based on the meter result, the patient decided to try taking a dose of "glucophage." An unknown time later, the patient again developed symptoms of felling shaky and sweaty. Again, she tested herself while having the symptoms and got a result of "170, 180, or 200 something" mg/dl. The patient ate yogurt which relieved her symptoms. The patient then performed two consecutive control solution tests using the reported test strips. She got results of "207 mg/dl" and "227 mgd/l" with a control solution range of "106-141 mg/dl." At that point, the patient called lifescan for assistance. During troubleshooting, the patient ran a 3rd control solution test that failed high. The patient ran a 4th control solution test using test strips from a new vial of test strips and it passed. The patient tested her blood glucose at that moment and got "138 mg/dl" without symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient got results of over 200 mg/dl and took unspecified doses of diabetic oral medications. The patient developed symptoms of hypoglycemia but still got readings that did not correlate with her symptoms. The patient performed control solution tests with the reported test strips that failed high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.